Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2018; w4tr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high and undefined impedance. The leads remains use. No patient complications have been reported as a result of this event.